Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the button one of a 5f mynx control vascular closure device (vcd) could not be pressed during the procedure. Manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The procedure was performed during a transfemoral cerebral angiography (tfca) using a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was confirmed to be greater than 5 mm, with no visible calcium or plaque, no stent near the puncture site, and no vessel stenosis greater than 50%. The target femoral site had not been previously closed within 30 days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The device and packaging had no visible damage prior to use, and the device was prepared in accordance with the instructions for use (IFU). The physician achieved certification on the use of the mynxgrip vascular closure device (vcd) and has used the device several times prior to this procedure. The device will be returned for evaluation.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the button one of a 5f mynx control vascular closure device (vcd) could not be pressed during the procedure. Manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The procedure was performed during a transfemoral cerebral angiography (tfca) using a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was confirmed to be greater than 5 mm, with no visible calcium or plaque, no stent near the puncture site, and no vessel stenosis greater than 50%. The target femoral site had not been previously closed within 30 days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The device and packaging had no visible damage prior to use, and the device was prepared in accordance with the instructions for use (IFU). The physician achieved certification on the use of the mynxgrip vascular closure device (vcd) and has used the device several times prior to this procedure. Additional information was requested but not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found closed, and no syringe was returned for this evaluation. The sealant was present in the manufactured position, fully covered by the sealant sleeves. Regarding the sealant sleeves, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was not retracted and deflated, and the core wire was present. The atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A simulated deployment test was performed to evaluate functionality. The unit functioned as intended, with the sealant deploying and the balloon retracting as expected. After the tension indicator was aligned by pulling the distal tip in the distal direction, buttons 1 and 2 were depressed in the instructed sequence. The reported event of ¿button #1-frozen/locked¿ was not observed through analysis of the returned device since it was able to be fully depressed without issue during functional analysis. The exact cause of the issue experienced by the customer could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to frozen/locked button 1 experienced since the button was able to be fully depressed during analysis. However, handling factors (such as incorrect alignment of the tension indicator prior to attempting depression) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the product analysis, nor the information available for review suggest that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.